Manufacturer narrative:
Serial numbers: (B)(4). For 3 of the 5 reported events, a ge healthcare service representative performed a checkout of the system and confirmed the reported events. To resolve 1 of the reported events, the control panel was replaced, and to resolve 1 of the reported events, the adjustable pressure limit valve was replaced. For 1 event, it was recommended to check and adjust the gas evacuation and adjustable pressure limit valve to resolve the reported issue. For 2 of the 5 reported events, a ge healthcare service representative performed a checkout of the system and did not confirm the reported event.

Event description:
This report summarizes 5 malfunction events. A review of the events indicated that model 1011-9050-000 anesthesia gas machine experienced flow problems. 2 events were reported for malfunction preventing manual ventilation, 2 events reported for a malfunction of the evaporator causing the patient to wake up during the procedure, 1 event reported for a malfunction causing a loss of manual ventilation. These reports were received from various sources. Of the 5 events, 1 did not involve a patient, and 4 did involve a patient. There was no patient information available.